Manufacturer narrative:
Lot: p03870 UDI: (B)(4) expiration date: jun 21, 2021 manufacturing date: jun 21, 2018 lot: p03869 UDI: (B)(4) expiration date: jun 21, 2021 manufacturing date: jun 21, 2018 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown which lot caused the issue. It could be either of the below lots: lot: p03870, lot: p03869. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported during the initial surgery, the sutures became disconnected from the anchor and pulled out of the bone. On the scope tv, the anchor was not found, hence another 2.9 mm juggernaut was drilled and placed in. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.